Event description:
It was reported that the system would not save images and later would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.